Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture confirmed via ultrasound and mammogram. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: not observed. As per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side deflation confirmed via ultrasound and mammogram. Device has been explanted and replaced.